Manufacturer narrative:
This report is submitted on march 28, 2019 (B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site and was treated with antibiotics (type and date not reported).